Event description:
The end user stated that about a year and half ago she had a box of wafers of which the starter hole was off centered. She stated that she received the field safety notice (fsn) letter but never called convatec to report the issue. She used the product. No photo is available at this time.

Manufacturer narrative:
(B)(4) based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)